Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had large crack on battery area, battery would last less than a day and rejected new battery. Customer stated that the insulin pump had unexplained no delivery and unexplained random errors. Customer stated that insulin pump squirted out insulin during priming and buttons harder to push. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.